Event description:
It was reported through a journal article that one patient, within the pcl sacrifice group, that developed a periprosthetic joint infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products, unk tibial lot# unk. Unk bearing lot# unk. G2: journal article citation: guild, g., mcconnell, m. J., najafi, f., naylor, b. H., decook, c., & bradbury, t. (2024). Pcl preservation vs. Pcl sacrifice: comparing patient outcomes in medial congruent total knee arthroplasty. The journal of knee surgery. Https://doi.org/10.1055/a-2379-6488. H6: suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.